Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer. Technical support assisted the caller with pump reset information, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.